Event description:
Plaintiff was employed as a respiratory therapist and/or nurse who wore and was exposed to latex gloves made by various manufacture. Plaintiff alleges suffering severe and permanent bodily injuries including contact dermatitis, extreme discomfort, and emotional distress.